Event description:
The customer reported that the ortho provue probe is dripping. No error messages were posted. The customer indicated that the provue was taken out of use. No erroneous results were posted. Probe issues and fluid leaks may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the customer site and determined that the probe had crashed and therefore replaced it. The fe also performed probe adjustments. Replacement of the probe and adjustments has returned the instrument to expected operation. A search was performed concerning complaints logged by this customer. This customer has not logged any complaints against this analyzer since the repair. (B) (4).